Event description:
An alarm due to motor stall was detected with telemetry, but not heard. The stall occurred on (B) (6) 2009 at 08:43 and recovered 11 minutes later. The cause of the stall was unk. The pt did not have any exposure to electromagnetic interference. Th pt did not use a laptop computer or a magnet bed. The pt had a magnetic resonance imaging on (B) (6) 2009 and a 1 hour motor stall with recovery was noted. It was reported that the pump was programmed for the minimum rate and 2 minutes later corrected itself. Pt symptoms included increased pain and muscle spasms. The pt requested revision of the pump, but the battery had 24 months of use available. The hcp reported that the pump and catheter will be replaced. The pump was used to deliver compounded baclofen, hydromorphone, and bupivacaine.

Manufacturer narrative:
(B) (4): this physician communication provides new safety info related to MRI (magnetic resonance imaging) effects that may impact pump performance. As stated in the product labeling for all synchromed pumps, the magnetic field of an MRI scan will temporarily stop the rotor of the pump motor and suspend drug infusion for the duration of MRI exposure. The pump should resume normal operation when removed from the MRI magnetic field; however, the following is new info: there is potential for a delay in the return of proper drug infusion after an MRI scan (this affects all synchromed pumps). There is potential for a delay in the logging of motor stall events after an MRI scan (this only affects synchromed ii pumps).